Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lobectomy procedure, during the resection of lung, the surgeon was able to press the green button but could not squeeze the handle so the device was not able to be fired. They replaced the device to be able to complete the case. There was no patient injury.